Event description:
Situation: on november 17, the procedure was performed using carto3 with farawave concomitantly. On november 21, examination revealed suspected mitral regurgitation. Timing: four days after the procedure. How to complete the procedure: there were no errors. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Were there any abnormalities observed prior to the product use?: no. Were there any abnormalities observed during the product use?: no.